Manufacturer narrative:
No unexpected button error alarms were noted. The displacement test could not be performed due to an unresponsive keypad. The insulin pump had no escape button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corners, a cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a missing end cap sticker and stained address and serial number label.

Event description:
It was reported that the insulin pump alarmed button error and there's cracks around the display window. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).